Event description:
It was reported that a patient underwent an indirect hernia repair on (B)(6) 2013 and mesh was implanted. After the surgery, the patient developed a fever of 39 to 40 degree celsius which had been lasted for teb days. The patient was treated with antibiotics but the fever did not abate. Infection was ruled out by ultrasound and biopsy. The surgeon suspects the patient had an allergic reaction to the device. The patient is still currently hospitalized. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent a right sided indirect inguinal hernia repair procedure on (B)(6) 2013 and mesh was implanted. After the surgery, the patient developed a fever of 39 to 40 degree celsius which had lasted for 10 days. The patient was treated with antibiotics but the fever did not abate. Infection was ruled out by ultrasound and biopsy. The surgeon suspects the patient had an allergic reaction to the device. The patient has returned to normal body temperature. There is no recurrence of hernia and no symptoms of infection. The patient was discharged from the hospital (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.